Manufacturer narrative:
On july 25, 2023, mentor became aware that the right side replacement device used on (B)(6) 2023 was catalog number 3501645; serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. D6b explantation date: (B)(6)2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old caucasian female patient underwent primary breast augmentation with 300cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively. As a result, the device will be explanted on (B)(6)2023.

Manufacturer narrative:
On july 4, 2023, the mentor failure analysis lab received the device for evaluation. On july 6, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had a crease/fold on the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear (a) within the crease/fold measuring approximately 0.1 cm. In addition, a tear (b) was found on the posterior view, measuring approximately 0.8 cm. Microscopic examination was performed on the edges of the tear (b), and parallel striations were found in an area of the tear (b), measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear (b) could not be identified. Additionally, instrument damage was not found at the edges of the tear (a). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The evaluation determined that the possible cause of the rupture (a) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).